Event description:
It was reported that the patient presented in-clinic for follow-up. Noise was observed on the atrial and ventricular channels. At time of lead revision, an externalized conductor was found. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.